Manufacturer narrative:
The investigation for the reported low pump flow has been completed. No product was returned for a visual inspection. Data log analysis confirmed frequent suction alarms and positioning issues. Several impella position unknown alarms and some impella in ventricle alarms were observed. Also, several placement signal low alarms found with placement signal trending down and no major impact to 5s parameters. The cause of the low pump flow issue was most likely improper positioning of the device per clinical and log review. The most likely cause of the positioning issues was use related. D4-updated model numberin accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported an 60 year-old female with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The patient had recent viral and fungal infections and valvular disease as well. During support, suction alarms sounded. The medical staff tried to reposition but was unable to move the catheter. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The cause of the optical signal issue was not determined because no product was returned, and inconclusive evidence per log review. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-09544. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank. G1 reporting contact email and reporting contact fax number updated.

Event description:
The investigation uncovered placement signal issues.